Event description:
The flexor cover of the delivery system was detached. ¿ was the device used in the patient yes ¿ quantity involve in this case one unit ¿ additional information to be completed: ref: zib6-40-8-8.0 1. Was the device used percutaneously? Yes 2. Where on the patient was the percutaneous access site? Right hypochondrium 3. Details of access sheath used (name, fr size, length)? 8fr for 10cm 4. What was the target location for the stent? Common hepatic duct and common bile duct 5. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes 6. Details of the wire guide used (name, diameter, hyrdophyllic)? Teflon guide 7. Was the patient's anatomy tortuous or calcified? No, the patient had a dilated route, has been with a bile drainage catheter for a long time. 8. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? There was no resistance 9. Was the target location calcified? No 10. Did the tip of the delivery system cross the target location? Yes 11. Are images of the device of procedure available? Yes. They were sent 12. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? The safety was removed, when making the movement to release the stent, the flexor detached from the sheath. 13. Was pre-dilation performed ahead of placement of the stent? No 14. Was post-dilation performed after the placement of the stent? No 15. When did the issue occur (e.g. During deployment etc.)? During stent release 16. Where did the outer sheath detach (e.g. At the distal end of the handle)? Distal end. 17. Will the device return to cirl for evaluation? Contaminated device 18. If yes, please provide any available tracking information. N/a

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation the zib6-40-8-8.0 device of lot number c1589890 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review prior to distribution zib6-40-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-8.0 of lot number c1589890 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1589890. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0040-6). Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy. From the information provided it is known that the patient had a malignant stricture. It is possible that the outer sheath of the device got snagged on the stricture during attempted deployment resulting in the outer sheath separating from the handle of the device. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The flexor cover of the delivery system was detached.